Manufacturer narrative:
This MDR is being filed in response to invacare's commitment to FDA ((B)(4)) to review all adverse event files processed in the last two years and to file mdrs as necessary, based on invacare's newly revised complaint handling procedure and work instruction. Manufacturer received claim that a cane had broken in two, causing user to fall and sprain her hand. The doctor allegedly put the hand in a brace. Photos were provided, no brace was visible. One photo of the product was reviewed. Apparent the canes upper adjustment tube broke at the top adjustment hole. A failure of this type could be attributed to improper loading/or user instability. Invacare canes are designed to provide support, increase stability and assistance to an individual while walking. It is not intended to support the full weight of the user. Current user guides cover this stability issue. Manufacturer is working to obtain the cane for evaluation. The product has not been returned for evaluation at this time. Invacare is attempting to obtain the cane for evaluation. Malfunction is not confirmed.

Event description:
The consumer states she was using the cane, when it allegedly broke in two, causing her to fall and severely sprain her left hand. No serious injury is alleged.